Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit flat-lined. The patient ECG signal was dropping out and the inflation would drop out at that time also. The unit was switched. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and was not able to duplicate any issue. The fse stated that the units are used in tandem with the patient bedside monitors with the signal import from the monitor. Also, that the ECG cables and transfer cables were not present at time of testing. The iabp did not show any issues at time of testing. The unit was then approved for clinical use and returned to the department.

Event description:
N/a.